Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: subject: (B)(6). Study: UK infinity® total ankle system. Deep infection in left total ankle replacement. Admitted from clinic with red hot swollen joint, after systemic illness. Puss was washed out from joint which grew streptococcus. Debridement antibiotics and implant retention (dair) procedure and polyethylene liner changed, although original was intact.